Event description:
In the customers words: " in addition, I have a case to share with you. We have received the following accident report from the hospital recently. Date information received: may 8, 2024. Date of occurrence: (B)(6) 2024. What happened: after surgery using a uterine manipulator, the spacer remained inside the patient's body and became infected. When the patient went to a nearby clinic for abdominal pain, the spacer was found, and removal surgery was performed. Internal claim number: (B)(4). We don't know whether this is a product matter or a usage matter yet.".

Manufacturer narrative:
Investigation description the lot number is unknown, therefore, the number of mfg caused devices field and DHR review section will remain blank. Risk assessment per fmea-00126 [a], the complaint may be related to the following potential failure mode: potential failure mode: failure to secure spacer appropriately. Potential effects: spacer is retained in the vagina. Harm: foreign body in patient severity: 4 potential cause: lack of attention, not qualified personnel probability of occurrence of harm: 1 initial risk region: monitor no root cause could be determined, no device was returned, it was disposed by user facility the specific device within the clearview family is uknown, the lot number was not provided. The device could either be clearview or clearview total, see both 510k numbers below. Clearview- k940681 clearviewtotal- k131781.